Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that the patient experienced syncope two times. Non-sustained episodes in configured collection period contained noise. Symptoms reported by hcp but no corresponding episodes stored in device at that date and time.